Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a labeling/packaging (labeling issue) issue. The reporter stated that the infrared window was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a visual inspection of the pump showed that there were no scratches or peeling by the infrared window relating to the pump downloading function. The pump history file was able to download successfully. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.